Event description:
Procedure: orchidopexy. According to the reporter: the endo clip device was used to ligate the small blood vessel. The clip formed ok but small fragments from the shaft shattered and fell into the patient's abdomen. The surgeon felt that the fragments were too small to fish out and was happy to leave them in. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/17/2015.